Event description:
Per a review of the vns programming history, it was found that high impedance was observed on (B)(4) 2013 and (B)(4) 2013. The device was programmed on (B)(4) 2013 and disabled on the same date.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician programmed the device on to 0.25ma and device diagnostic testing again resulted in high impedance (>10,000 ohms). It was reported that the patient had recently undergone vns implant surgery. The device was programmed back to off and x-rays were ordered. It was reported that no trauma was known. It was reported that x-rays were inconclusive in determining the cause of the high impedance and surgery was scheduled. It was reported that during exploratory surgery the high impedance was resolved by reinserting the lead into the generator and retightening the setscrew. Attempts to obtain additional information have been unsuccessful to date.